Event description:
During a clinic follow-up, an increase in the capture threshold and the pacing impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a partial lead, only the distal portion, was returned in one piece for analysis. The helix was partially extended and clogged with blood/tissue. The impedance test was unable to performed due to the connector portion of the lead not being returned for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not reveal any anomalies except for procedural damage.